Event description:
As reported by our affiliates in (B)(6), a sapien valve was inserted in a non-edwards surgical valve aortic root. This was not optimal for the patient with both non-edwards valve and sapien valve due to function. Sapien valve had to be explanted and insert a non-edwards surgical 27mm valve. Post operative result were very good.

Manufacturer narrative:
In this case, the exact valve model number is not available. Therefore, this report will reflect an unknown edwards sapien transcatheter heart valve. The possible PMA numbers associated with an edwards sapien transcatheter heart valve are listed below; this report will remain blank. (B)(4) edwards sapien transcatheter heart valve; (B)(4) edwards sapien xt transcatheter heart valve;(B)(4) edwards sapien 3 transcatheter heart valve with commander delivery system; (B)(4) edwards sapien 3 ultra transcatheter heart valve with commander delivery system. Investigation of this event is ongoing. H3 other text : device status is unknown

Manufacturer narrative:
A no product returned engineering evaluation was performed. As no product was returned, no visual inspection, functional testing or dimensional testing could be performed. No imagery was returned. Since the valve serial number was not provided, a DHR review and lot history review were unable to be performed. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. Since the valve information (model/ serial number) was not provided, the following documents for sapien 3 or sapien 3 ultra valve were reviewed for relevant guidance for a thv implant using a commander delivery system, in aortic position. Document revisions are based on the procedure date, (B)(6) 2021. The following instructions were reviewed: commander delivery system with s3/s3u thv IFU, and procedural training manuals. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no manufacturing non-conformances or IFU/training deficiencies were identified, corrective/preventative action is not required. The complaint was unable to be confirmed as relevant imagery or medical records was not provided for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. In addition, the event does not allege a labeling issue or device related infection. As reported, ''during procedure, when the sapien valve was implanted, it was found that the valve was not in an optimal way with the annulus of the freestyle aortic root bioprosthesis. As per medical opinion, sapien valve believed not to be inserted in right annulus plane.'' Per training manual, a coplanar view is critical for correctly positioning and deploying the thv. As such, it is possible that procedural factors (not obtaining coplanar view during valve positioning) may have contributed to the reported event. However, a definitive root cause was unable to be determined at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant annular calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bv may indicate potential balloon movement during valve deployment per the instructions for use (IFU), malposition is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive as relative patient and procedural information was not provided. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.